Manufacturer narrative:
The lens was returned in a dried condition in the lens carrier. Visual inspection found a small amount of dried solution on the optic and one haptic was bent. Due to the condition of the lens received, functional testing could not be performed. The device history record (DHR) review did not find any anomalies or non-conformities related to the reported event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Manufacturer narrative:
Per the reporter, the device is not available for return. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information the root cause for the reported event could not be conclusively determined, however user related factors may have contributed to the reported event.

Event description:
A posterior lens was removed and replaced with an anterior chamber lens. Reportedly, the lens wasnt damaged and there was no capsular bag damage or loss of vitreous; however, a vitrectomy was performed. The incision was enlarged to remove the iol. A second lens was successfully implanted. Sutures were required as part of the standard procedure. The patients current prognosis/treatment was described as all ok. Reason for changing the lens type is unclear. Additional information has been requested but not received.